Event description:
Patient was admitted for op procedure for removal of malfunctioning, leaking venous access port. During procedure catheter detached from port. Further exploration by surgeon, under fluoroscopy revealed proximal catheter tip was embedded under clavicle and could not be safely removed by this approach. Patient was referred to interventional radiologist for removal and treatment. Under fluoroscopic visualization it was determined by the radiologist that the catheter was fibrosed to the vascular wall and not free floating. The patient wished to forego any foreign body retrieval of the catheter tip and follow up annually.